Manufacturer narrative:
Product complaint #: (B)(4).this report is to correct the previous initial report for this product. Dates for the initial report were inadvertently reported incorrectly. Those dates do not accurately reflect the dates of information received that led to the reportable events. The currently reported dates, of "(B)(6) 2018", accurately reflect the correct dates. Please disregard the previous dates reported in the initial report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: "reverse shoulder arthroplasty as a salvage procedure for failed conventional shoulder replacement due to cuff failure¿midterm results", by matthias p. Flury, et. Al, published in international orthopaedics (sicot) (2011) 35:53¿60 doi 10.1007/s00264-010-0990-z, reviewed for MDR reportability. This study evaluated the objective and subjective midterm outcomes after revision of a failed shoulder arthroplasty using a reverse shoulder design prosthesis. Twenty consecutive patients with 21 revisions of a primary shoulder arthroplasty using reverse shoulder prosthesis depuy delta iii were followed up postoperatively for a mean of 46 months. Although patients mostly reported improvements in pain compared to pre-surgical pain levels, no patient reported "no pain" following the revision to reverse shoulder arthroplasty. There were nine intraoperative complications reported in the study, identified as "humerus fissures" - 6 occurrences, "shaft perforation" - 2 occurrences, and "bony window" - 1 occurrence, all presumably intraoperative bone fractures (reportedly the humeral fissures were treated with cerclage wires, consistent with orifs). There were eleven post-operative complications reported in the study, identified as "haematoma" - 3 episodes, "radial nerve palsy" - 2 episodes, "pneumothorax" - 1 episode, "dysaesthesia" - 1 episode, "thrombosis brachial vein" - 1 episode, "late stage infection" - 2 episodes (9 months and 32 months post-implantation), and "loosening of glenosphere in a patient with severe rheumatoid arthritis" - 1 episode. This report addresses the loosening of the glenosphere construct, specifically the metaglene.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.